Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider alleges the castor with brake was bent at the stem. Provider is unaware of how the castor became bent. Provider states the end user has gained weight was at (B)(6) pounds and is now (B)(6) pounds.